Manufacturer narrative:
The reported malfunction was observed and attributed to the multi-function connector not seated properly to the connector panel. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test. Complainant did not indicate that there was any patient involvement in the reported malfunction.